Manufacturer narrative:
Device evaluation in progress. Histology and engineering evaluations of returned device. Histology evaluation of the returned device was unremarkable. One suture tail demonstrated mild narrowing. The tissue response appears unremarkable with the interstices predominately filled with proteinaceous material and scarce histocytes. There is no evidence of mineralization or infection with bacteria.

Event description:
Gore received the following information: in 2006, the patient underwent mitral valve reconstruction with replacement of the chordae tendineae with gore-gex suture (cv-5). In 2009, the patient visited the hospital due to the sick feeling. The medical check (including the ultrasonographic findings) revealed that one of the anterior leaflet sutures had ruptured. The following month, re-operation was performed and the ruptured suture was replaced with the new gore-tex suture. The patient tolerated the procedure. There was no allegation of product deficiency made by the physician. Additional information has been requested.